Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed lesion was located in a moderately tortuous and moderately calcified proximal and mid left anterior descending (lad). Following predilatation with a 2.00 x 12mm nc balloon, a 2.50 x 28 mm synergy drug eluting stent was deployed at high pressure, 16 atm for 10 seconds. The balloon inflates, the stent was fully expanded and deployed. The stent was post dilated with a 2.50 x 12 mm nc balloon. After post dilation, type b dissection occurred at the at distal edge of the stent. A 2.25 x 16 mm synergy stent was deployed to cover the dissection and completed successfully the procedure. There were no further patient complications, the patient was stable and fully recovered post procedure.